Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam became degraded and caused a patient to develop cancer. The patient requires chemotherapy and radiation therapy in response to the reported event. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Sections d4, g4, and h4 were missed in the previous report. They have been updated or corrected in this report. Section h6 updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer. The patient requires chemotherapy and radiation therapy in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.